Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter phone number: (B)(6).

Event description:
It was reported that during use of bd max¿ cdiff, a false positive patient result with unusual pcr curves was obtained. Test was repeated on bd max and was negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for positive sample with weak and jagged curves when using the bd max¿ cdiff EU assay (ref. (B)(4)) lot 4233911 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max¿ cdiff EU indicated that lot 4233911 was manufactured according to specifications and met performance requirements. Customer reported unexpected results when using the bd max¿ cdiff assay and provided two run files (#10605 and #10614) and the database from instrument (B)(6) for the investigation. Manual pcr curve adjudication was conducted across two positive samples in position b7 in run 10605 and a9 in run 10614. Pcr curves analysis of both samples revealed step dislocations in the fam channel (cdiff target) resulting in a positive result for the cdiff target for both samples. It is unlikely these positive results are true amplifications. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for an aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max cdiff EU lot 4233911. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since no trend was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ cdiff, a false positive patient result with unusual pcr curves was obtained. Test was repeated on bd max and was negative. There was no report of patient impact.